Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 2/2/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch ping) read inaccurately erratic. The reporter was unable to give exact values. The tests were performed within 20 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.